Manufacturer narrative:
A boston scientific crm technical services consultant discussed the clinical observations with the caller. The caller will check the indicators at this patient's next follow up visit. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker displayed a magnet rate of 90ppm and greater than two years of battery longevity remaining. The caller was inquiring about the conflicting indicators.